Event description:
Same case as MFR#: 2134265-2012-03625, 2134265-2012-03629, 2134265-2012-03630, 2134265-2012-03631, 2134265-2012-03633. It was reported that post a stenting treatment procedure, stent thrombosis occurred. Six unknown size promus element plus stents were implanted. Within twenty four hours of the implant procedure, thrombosis was identified in all six stents. The patient was taken to surgery.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).